Event description:
It was reported during the patient's programming session, the sjm representative was unable to program the patient's scs system to provide stimulation to the patient's right side. X-rays identified both of the patient's scs leads had migrated. The sjm representative was unable to resolve the issue with reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.